Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 2000 ohms, resulting in a lead safety switch (lss). (B)(6) technical services (ts) walked the health care professional (hcp) through programming to bipolar to test in which the impedance was back to normal. There was no noise observed. Ts recommended programming to split configuration and to continue to monitor. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).